Manufacturer narrative:
(B)(4). Device evaluated by MFR. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Update: device avail. For eval, returned to MFR. On, device returned to MFR., device evaluated by MFR., eval summary attached, method codes, result codes, conclusion codes. Device evaluated by MFR.: the complaint device was returned with solidified blood in the balloon and inflation lumen. An attempt was made to inflate the device to its rated burst pressure however; inflation was not successful due to the solidified blood. The device was immersed in warm water and air bubbles were noted. Visual and microscopic examination identified a balloon perforation approximately 2.5mm proximal from the distal end of the blade and balloon material was protruding from the perforation. No balloon material was detached. No damage to the blades was noted and all blades were fully bonded to the balloon surface. No kinks were identified along the shaft. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Same case as MFR. #: 2134265-2011-00809.

Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure, a vessel dissection occurred. Vascular access was obtained through the right femoral artery. The lesion being treated was a 60-70% instent restenosis, located in a non tortuous left mid circumflex (cx) artery. The physician advanced the 3.5mm x 15mm flextome cutting balloon to mid stent. The balloon was inflated to 10-11 atms and deflated with good result. The device was moved to the distal edge of the stent. The balloon was inflated to 6 atms and ruptured, and a dissection was noted. The balloon was deflated and the device was removed from the patient. The vessel dissection was treated by ballooning twice to 6 atms with an unspecified 3.5 x 20 balloon catheter. No further patient complications were reported and the patient's status is fine.

Event description:
Same case as MFR. #: 2134265-2011-00809.